Manufacturer narrative:
A supplemental report is being sent for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event could not be confirmed since log files were not available for analysis. Information received from the site indicated, in addition to the low flow event, that the patient was admitted to the hospital for a suspected gastrointestinal bleed (gib). Capsule endoscopy did not reveal any active bleeding. A new driveline infection was also noted and the patient was started on vancomycin. Initial ultrasound showed a small collection of fluid, which was observed to be getting smaller in the most recent ultrasound, and the patient's last blood culture was negative. The patient also experienced some pain at the driveline site and white secretions. The patient¿s blood pressure was okay and the low flows were not thought to be volume related. The hematocrit (hct) alarms were adjusted. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, infection and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for a suspected gastrointestinal bleed (gib). Capsule endoscopy did not show any active bleeding. A new driveline infection was also noted. The patient was started on vancomycin. Initial ultrasound showed a small collection of fluid, a more recent ultrasound showed the collection getting smaller. The patient experienced some pain at the driveline site and white secretions. Last blood culture was negative. The ventricular assist device (vad) also exhibited occasional low flow alarms. The patient¿s blood pressure was okay and the low flows were not thought to be volume related. The hematocrit (hct) alarms were adjusted and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.